Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, a vegetation was built up on leads causing the need for the system extraction. There was no additional adverse patient effects were reported. This lv was explanted